Event description:
Early march, a nurse was administering a secondary medication when she noticed that the medication was refluxing back into the primary bag - past the infusion line back check valve. Five days later, this defect was reported again by a second individual.